Event description:
It was reported to covidien on 05/27/2015 that a customer had an issue with a dialysis catheter. The customer reports when the sutures were taken out at the agreed postop, the catheter was not ingrown in the tissue. The current guidelines for when sutures can be taken out were followed. The product is new. The catheter spontaneously slid out of the patient. The patient was given prophylactic broad-spectrum antibiotics.

Manufacturer narrative:
Submit date: 06/03/2015. An investigation is currently under way; upon completion the results will be forwarded. Based on the incident description, this is being filed for the antibiotics prescribed as potential serious.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not applicable at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual, dimensional inspection and 100% assembly final inspection respectively, which would identify issues in the catheter assembly. This complaint will be used for tracking and trending purposes.